Event description:
It was reported that the customer's pump was not charging, and the customer had to manipulate the cable to get it to work. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.